Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported while the cartridge was being filled with insulin, some insulin came out of the septum. The customer did not know their blood glucose level. The customer loaded a new cartridge successfully.